Event description:
It was reported that the procedure was to treat a right common carotid artery lesion. A viatrac 14 plus balloon dilation catheter (bdc) was used; however, during use, it was noted that the markers were in the incorrect position. A new viatrac bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.